Event description:
It was reported that the right ventricular lead was fractured. There was apparent discontinuity and there may have been subclavian fracture. The lead was capped and replaced, and was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.